Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the esc, act, up arrow buttons were not responding. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer states the time clock was advanced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.